Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer changed pump supplies and resumed insulin delivery. Customer¿s blood glucose level was 65 mg/dl.